Manufacturer narrative:
(B)(4). Concomitant product: stent: 2.5x23mm xience xpedition, 3.0x18mm xience xpedition. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was emergent, treating st segment elevated myocardial infarction (stemi) caused by a lesion in the left anterior descending coronary artery (lad). Additional disease was noted in the left circumflex (lcx) and right coronary arteries (rca). Streptokinase was given before the procedure. The lad was treated with a 3.5x28mm xience xpedition stent, deployed at nominal pressure. No post-dilatation was performed. Then the lesion in the rca was treated with a 2.5x23mm xience xpedition stent and the lcx was then treated with a 3.0x18mm xience xpedition stent. The procedure went well with good result. The next day, after removal of the sheath, the patient experienced vasovagal syncope and chest pain, which are typical of st segment abnormality. Patient was transferred to the catheter lab and angiography showed thrombotic occlusion of the lad. Thrombus suction was performed and the stent was dilated. Although there was prolonged hospitalization, the patient remained well after treatment and there was no adverse patient sequela. No additional information was provided.